Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of erosion and infection, quality accepts the physician¿s observations of such as the reason for surgical intervention. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. An nc was identified as associated with this lot number due to a nonconformity related to sterilization. A disposition of rework to 2x sterilize the sterile load in question was determined with additional residual testing to be conducted on titan product as a worse-case scenario testing for eto residuals. Devices met specification prior to release and concluded the infection originated from source(s) other than the device.

Event description:
According to the available information, the device was explanted and replaced due to urethra extrusion [erosion] and infection.